Event description:
It was reported that this rv lead exhibited noise. The patient was brought in and the noise could be reproduced with pocket manipulation. The patient was then sent home, but a week later, had a follow-up appointment which then showed out of range impedances as well. The impedances were greater than 2000 ohms. Testing was performed again and during arm movements, the high impedances values were noted, but the noise could not be reproduced. At this time, they have elected to continue monitoring the system. No adverse patient effects have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).